Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pinnacle cup handles are also broken.

Manufacturer narrative:
Examination of the returned instruments confirmed the complaint; one threaded tip broke off one instrument and the threads on the second tip are nicked and damaged. The root cause is attributed to misuse and wear out. The date codes ag1006 and ag0308 indicate the instruments were manufactured in october of 2006 and march of 2008 and are over 8 to 10 years of age. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.